Event description:
On (B)(6) 2013, the reporter contacted animas to report the patient experienced a low blood glucose level, specific result not provided, while on her alternate insulin delivery system, waiting for a loaner pump. The patient noted this hypoglycemic event occurred while she was driving; she did not provide any specific symptoms that occurred. The patient administered self-treatment by consuming glucose and her blood glucose level was corrected to her target value. The patient noted she was using insulin injections to manage her diabetes while awaiting a loaner pump. The patient allegedly suffered blood glucose levels suggesting severe hypoglycemia while on her backup plan, and received treatment with glucose. Therefore this complaint is being reportable.